Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l61549, implanted: (B)(6) 1999, explanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported that the patient did okay for a while after implant, but then the pump would come out of the pocket. She had 3 surgeries in the 1999-2005 timeframe due to the pump moving and coming out of the pocket all in the lower abdomen and it was flipping. A plastic surgeon was contacted and put the pump in the right side of the breast towards the arm pit due to scar tissue. The pump was then eventually removed due to end of life/normal battery depletion. The pump was initially delivering morphine and was later switched to dilaudid. Additional information has been requested, but it was not available as of the date of this report.